Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The event involved product(s) mmt-332a, mmt-1880, mmt-242a. The customer reported experiencing high blood glucose on the pump and not sure if it is from the settings or if the customer is not getting enough insulin. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-332a, mmt-1880, mmt-242a. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, force sensor test, and displacement accuracy test. Unit passed dat test at 0.0873 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thus/thump and carelink. Confirmed 18.8 units of normal bolus was delivered on (B)(6) 2026 between 12a and 11:59p. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed functional testing and no over/under delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.